Event description:
This patient is a participant in a study, and experienced this event post approval. Patient has a history of degenerative disc disease at l5-s1. Patient had worsening back and leg pain for greater than one year and had been treated with medication (narcotic, non-narcotic, anti-inflammatory), physical therapy and injections. Prodisc-l was implanted at l5-s1. Patient returned for post-op evaluation at 3, 6, 12, 18 and 24 mos. At last evaluation the patient was experiencing persistent low back pain due to facet disease. The patient had posterior spinal fusion at l5-s1 without manipulation of the prodisc 39 mos post implant. The prodisc was not explanted and was left intact during the fusion procedure. This report is #3 of 3 for the same event.

Manufacturer narrative:
Manufacture date and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This event is consistent with our post-market experience. Determined that no investigation of the individual events is necessary based on comparison with approved device trends. Post study, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing prodisc-l total disc replacement surgery.